Manufacturer narrative:
Siemens healthineers has requested additional information in order to conduct a thorough investigation of the reported event. Should the investigation identify a general design or systematic issue, or any other reason as a root cause of this issue, a supplemental report will be filed.

Event description:
It was reported to siemens that a malfunction occurred while operating the somatom definition as CT system. On (B)(6) 2023, a 14-year-old female, polytrauma patient was taken to the emergency department for a head, spine, and thorax examination. The head scan was completed successfully, however, due to a technical issue, the operator could not continue the planned spine and thorax examinations. The customer decided to transfer the patient to the radiology department where the spine and thorax examinations could be completed successfully with a delay of 20 minutes. It was reported that the patient passed away approximately five hours later. According to the customer, the delay in procedure did not cause nor contribute to the patient¿s death. The customer confirmed by phone that the patient death was directly related to the serious injuries caused by a traffic accident. This report is submitted with an abundance of caution.